Manufacturer narrative:
The technician confirmed the reported event of heat and noted that the driveshaft bearing was damaged.

Event description:
It was reported that during equipment testing conducted at the user facility the core impaction drill was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.